Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the coating of the image guide tube was peeling. The customer's originally reported issue of broken angle wire was confirmed. The following additional findings were also noted: assorted dents and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that the bending section of their tracheal intubation fiberscope could not be bent in the up direction at all due to a broken angle wire. Upon inspection and testing of the returned unit, it was discovered that the coating of the image guide tube was peeling. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating at the insertion tube peeled due to stress of repeated use, external factors, or handling of the device. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.